Event description:
Recurrent pericardial effusion late after placement of an amplatzer device. Patient with asd. Asd closed in 2007. Pericardial effusion in 2010 solved with pericardial drainage. In 2012 again admitted. Solved with surgery. Reason for use: asd occluder.